Event description:
During the operation of asnis 4.0mm screw, the cannulated drill was dull and could not drill the bone.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.